Event description:
Lenstec received an email stating "the loop of the lens was broken during the surgery".

Manufacturer narrative:
Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. Additionally, we have not received any other complaints from this batch. As the lens remains implanted and no patient injury reported, lenstec was unable to perform a more thorough investigation of this complaint. However, lenstec confirms that the lens, its design, and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.